Manufacturer narrative:
The device has been returned to our supplier, but as this device (with a serial number less than 7000) is not eligible to repair, investigation site asked them to not send it to us. The issue of the complaint could not be confirmed as the device has not been received (device obsolete, non eligible to repair) but as the device is very old, we can consider that this issue was due to normal wear out.

Event description:
A facility reported the hakim programmer overheats and the value could not be adjusted. The issue was detected pre-operatively and no surgical delay was reported.